Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) had reverted to storage mode, exhibiting a monitoring voltage of 2.89 volts. The device will be returned to guidant for analysis.